Event description:
Per the info provided to co through the international representative as reported by the physician/surgeon, the device was removed due to a "hole at the distal extremity of cylinder." As reported to co device component(s) were removed and replaced with a co cylinder set with pump and assembly kit component.